Event description:
It was reported that patient felt like her stimulation was turning on and off on its own. It was noted, the patient was not feeling any pain. The patient could not remember when stimulation started turning on and off by itself. It was noted the patient¿s programmer had been stolen about 6 months prior to this report, but prior to that the patient had stimulation on most of the time. The patient started having problems after the programmer was stolen. It was noted, the patient had not had any falls or trauma. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
It was reported that patient felt like her stimulation was turning on and off on its own. Additional information found that the patient felt pain that "comes and goes." No patient outcome was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
D11: product ID 37743 lot# serial# (B)(4); product type programmer, patient product ID 3550-39 lot# n293958, implanted: 2011 (B)(6); product type accessory product ID 37092 lot# 302650001, implanted: 2011 (B)(6); product type accessory product ID 39565-65 lot# serial# (B)(4); implanted: 2011 (B)(6); product type lead. (B)(4).